Event description:
The patient was treated successfully with antibiotics and there was no resulting loss of best corrective visual acuity. The patient's current uncorrected visually acuity in the affected eye is 20/25-2 and j3. The patient's prognosis is good. The association between the event and the device is unknown.

Event description:
Approximately two weeks after cataract surgery with implantation of the crystalens intraocular lens (iol), the pt presented with an inflammatory reaction/possible endophthalmitis. The pt is currently under the care of a retinal specialist, who administered an intraocular injection of antibiotics. The pt's prognosis is guarded.